Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft break occurred. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to progress into the lesion site. It was then noted that the device was broken. The procedure was completed with another device and there were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A shaft break was identified with the manifold not returned. A total of 122cm of the device was received, from the tip of the device to the hypotube break. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to progress into the lesion site. It was then noted that the device was broken. The procedure was completed with another device and there were no patient complications nor injuries reported.